Event description:
It was reported that the patient presented to the emergency room after receiving high voltage therapy. Upon interrogation, the implantable cardioverter defibrillator was found in back-up vvi. Since there were no stored electrocardiograms due to the back-up operation, it remains unknown if the therapy was appropriate. A device download was performed successfully resuming normal device function. The patient was stable before, during, and after device reprogramming.